Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient came to clinic as follow-up to a merlin.net transmission showing double counting of wide p-wave complex. Egm of any wide complex p-waves could not be captured in-clinic. Programming changes were recommended.